Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to other or non-product experienced. This ra lead was replaced with the same model. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to dislodgement. This ra lead was replaced with the same model. No additional adverse patient effects were reported.